Event description:
Information received indicates the head section of this bed has broken off where the head cylinder attaches to the head frame.

Manufacturer narrative:
The technician found no signs of abuse. The technician replaced the head section and head cylinder to repair the bed.